Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was intermittently non-functional. The cause for the non-functional response button was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
10/11/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.